Event description:
Initial reporter stated that during surgery the tubing was defective, possible pin hole created bubbles during use. Surgery was delayed five to ten minutes while they used another pack. There was no immediate effect on the pt.